Event description:
It was reported when using the pyxis medstation es system, the cubie drawer has experienced a malfunction. It was unable to detect when it was open, and also cubie being unable to open. The customer reported that the administration of medication to the patient was delayed due to a malfunction of the cubie drawer. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.